Event description:
It was reported that a vns pt experienced an increase in depression due to unk reason and recently was out of the hospital. The pt was currently looking for a new healthcare provider and contacted a company rep who listed providers in her area. At the moment, no additional info has been received by the pt regarding a new healthcare provider. Review of the pt's programming history in the manufacturer's database indicated the last known good normal diagnostics were from (B)(6) 2009 and were within normal limits. Follow-up was made with her last current treating psychiatrist, but no info was released regarding the pt. At the moment, good faith attempts to obtain additional info regarding the pt's increase in depression have been unsuccessful to date.